Manufacturer narrative:
Updated event description, aware date, event date, and device codes.

Event description:
Additional information was reported, indicating that the lead had high out of range pace impedances. The pace impedance measurements have historically been about 500 ohms and were recently found to be greater than 3000 ohms. Noise was not producible, and thresholds were normal and stable. The right ventricular (rv) lead was surgically abandoned due to the impedance issues. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricle lead was surgically abandoned due to unknown product performance issues. No additional adverse patient effects were reported.